Event description:
The patient's family member came home and said the patient was "out of it". The family member used the suspect device to check patient's blood glucose and obtained a result of 274mg/dl. The family member then called the paramedics. The emt's came and tested the patient's blood glucose at 60mg/dl on their equipment. Patient was transported to the hospital and given two IV bags. Patient was also instructed to reduce the patient's pm dose of insulin from 10 units to 7 units. No glucose control solutions were in use on the suspect device system. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.